Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan to report the onetouch ultralink meter's up and down arrow buttons were not responding, the meter would power off during use and the meter would not power off. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On (B) (6), 2010, the smss mailed a letter requesting the patient contact medical surveillance. On (B) (6), 2010, the patient noted the reported meter's up and down arrow buttons were not responsive, the meter would intermittently power off during use and also would not power off. During this time period, the patient continued to take his usual doses of insulin using his pump. On (B) (6), 2010, the patient noted he obtained low and high blood glucose readings; he did not report any specific symptoms of high or low blood glucose levels. The patient received no medical attention or treatment. Troubleshooting revealed the battery did not need to be replaced. The issues were not resolved. It would have been helpful to determine the low and high blood glucose readings the patient obtained. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient reported no symptoms and denied seeking medical attention. However, as the meter issues were not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.